Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump alarmed hardware low level failures and pump error. The customer¿s blood glucose level was about 200 mg/dl and 208 mg/dl. . Customer reported they were able to clear the alarm. Customer stated they are able to rewind the pump. The customer performed displacement test and it was passed and also performed self-test and it was failed. Customer stated alarm occurred during bolus delivery. Customer stated alarm occurred during bolus delivery. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. No the hrm task did not grant motor power in reasonable time error and no failed battery alarm noted. Hardware low level failures error confirmed in the device history due to broken trace. Device communicated properly with the test guardian transmitter.